Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples, but four photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label/defective molding with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that one unit of a 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube gold bd hemogard¿ closure had defective molding to the hemogard shields. It was also reported that another unit had a missing a label. No serious injury or medical intervention reported.